Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the low 50's (mg/dl). Reportedly, the customer consumed juice, carbohydrates, and turned off the pump for several hours to treat the low bg level. Recommendation was made to consult with health care provider regarding diabetes management.